Event description:
Consumer reported using pen needle for injection. Consumer cannot see if the needle on non-patient side is straight as she is legally blind and she is not sure if she got her medication. Consumer called her dr who recommended she take a half dose of insulin.

Manufacturer narrative:
Eval summary: issue - consumer concerned that she may not have gotten medication today. Report - regulatory compliance lab received six (6) 31g x 5 mm sealed pen needles (lot # 8122970) which customer concerned, not sure if she got her medication today. All six pen needles were evaluated and expelled insulin properly without clogging. Pen needles performed as per specification. No defects were found or noted with the returned syringe. A device history review was also conducted and no anomalies were noted. Regulatory compliance will continue to monitor on monthly trend reports.